Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower & upper pressure sensor due to check IV set error, rear case and replaced dim u2 and u4 on display board. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/19/2013 to the present date 01/04/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200174425 for component failure ¿ failure to reach which does not correlate to the customer reported issue. Another production failure q6 200175232 for out of specification ¿ excessive bubbles which also does not correlate to the customer reported issue. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device failed preventive maintenance. No patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/19/2013 to the present date (B)(6) 2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200174425 for component failure ¿ failure to reach which does not correlate to the customer reported issue. Another production failure (B)(4) for out of specification ¿ excessive bubbles which also does not correlate to the customer reported issue.

Event description:
The customer reported the device failed preventive maintenance. No patient involvement.